Manufacturer narrative:
(B)(4). Of the 1 device reported 1 device was received for evaluation. (B)(4).

Event description:
This report summarizes 1 malfunction events involving a total of 1 actual devices for clip formation. This event occurred during use by a healthcare professional.